Manufacturer narrative:
(B)(4). Other serious- patient is experiencing hives resulting from an allergic reaction to the implanted components. Concomitant medical products: femoral component catalog#:unk lot#:unk. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Patient believes they are allergic to the implants, however no allergy testing has been performed to date. Therefore, a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 01644.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty and began experiencing post op persistant hives as an allergic reaction to the implants. The patient went on to have their left knee arthroplasty performed eight months later with no complications. They do not claim to be having any pain and are not being considered for a revision at this time. Attempts have been made and additional information is not available.